Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system detected increased shock impedance measurements, ultimately reaching greater than 125 ohms on daily measurements. The patient with this system was brought into the clinic for further device testing. A commanded measurement also declared the out of range shock impedance measurement. All other lead measurements were stable and within acceptable limits. The device was ultimately reprogrammed to a different configuration through the proximal coil with acceptable impedance measurements. The patient was to be seen again in three months. To date, no adverse patient effects were reported as a result of this clinical observation.